Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that with the device when the pressure was applied it only rose to 100 mmhg. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. The reported problem, "when the pressure was applied, it only rises to 100 mmhg", was verified by functional testing. The cause was air leakage due to a loose connector inside the cuff inflator. Fixed the loose connector inside to correct the issue. The device passed all functional and performance tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.